Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during therapy (medication unknown, programmed for 3ml/hr with a vtbi of 250ml and the infusion finished in 3 hours). Any injury or medical intervention is unknown. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.